Event description:
During the routine one month post-surgery follow-up visit, it was determined that there were 18 open circuit electrodes in the array. After questioning, the pt's family member reported that the pt may have sustained a blow to the head when a radiator cover fell on the pt. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation and reimplantation surgery is scheduled for 2005.